Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event of flickering image was confirmed. The image was lost temporarily due to breakage of the image sensor and scratches on the electrical contacts of the video connector. The report of noisy image was also confirmed. The image was noisy due to breakage of the image sensor and scratches on the electrical contacts of the video connector. In addition, there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, after being returned from repair, the image from the scope was noisy and flickered in the next case. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the assignable causes were determined to be: 1. Defect of the image sensor unit; 2. Failure of internal board of the video connector unit or the system caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.